Event description:
It was reported that during implant attempt, the physician tried to exercise the helix prior to implant and the helix would not deploy. The lead was not used and another lead was successfully implanted. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).